Event description:
It was reported that the customer was hospitalized for high bgs. Troubleshooting was performed. The programming and histores on the pump were accurate. It addition, a fixed prime test was completed and the insulin exited. It was mentioned that the customer has hemostat and the high-pressure test passed. Explained to the customer that the pump is operating as designed and does not need to be replaced. Instructed the customer to change the set and to take a manual injection as per md protocol.